Event description:
Syringe keeps coming off pump and infuses at a faster speed than expected. Pt. Reports pump serial #(B)(6). Did the reported product fault occur while in use with the patient? Unknown; did the product issue cause or contribute to patient or clinical injury? No; if yes, was any medical intervention provided? N/a is the actual device available for investigation? Unknown did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; what is the outcome of the event? Resolved.